Event description:
It was reported by the field service engineer that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) safety disk had failed. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the safety disk tested ok and would needed to be monitored. On a return visit the safety disk passed testing 2 more times. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Event site name: (B)(6).